Event description:
It was reported that during atrial lead implant procedure, placement difficulty occurred due to the lead tip was unable to screw, after approximately 30 rotations the tip came out quickly. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.